Event description:
Two neurosurgeons removed 8 strip electrodes at bedside and noted that in 2 of the strip electrodes some electrode disc separated from the electrode strips as they were being pulled through the skin. This is an unexpected occurrence. The other 6 electrodes were removed in the usual fashion without problems and were intact. The separated discs were accounted for and there was no injury to the pt. A skull x-ray was done after the procedure which confirmed that there were no retained electrode parts.